Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the customer's batteries as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of archived code-summary reports and powered itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number 00883873911631.

Event description:
The customer contacted physio-control to report that their device would not complete the printing of archived code-summary reports and powered itself off. There was no patient use associated with the reported issue.